Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: "the surgeon also reported that the device did not form a proper clip resulting in a pear shape. He also reported the spitting of clips. Using a grasper he was able to slide the malformed clip along the vessel as visual conformation. Case completed with a new device that worked correctly."

Event description:
It was reported that during an unknown procedure, there was an incomplete closure of clip. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Date sent: 9/8/2016. Batch # n91p6c. The analysis results found that the er320 device was received with no damage on the external components. Upon cycling, the device was noted to be empty and the lockout had been fired through. The instrument was disassembled in order to evaluate the condition of the internal components and the latch posts were noted to be broken, which denotes that the lockout had been fired through. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.